Manufacturer narrative:
Siemens filed the initial MDR 2517506-2024-00142 on 08-may-2024. Additional information (14-may-2024): siemens reviewed the instrument data and ruled out reagent issues as quality control (qc) recovered within acceptable ranges on the day of the event. Siemens further evaluated the event and determined that the partially blocked integrated multisensor technology (imt) waste tubing, which was addressed in the initial report, potentially contributed to the falsely elevated potassium (k) result. The imt waste tubing was partially blocked with the formation of sample and/or fibrin clot during bleaching. The investigation conclusions code in h6 section was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center (ccc) and reported that a falsely elevated potassium (k) result was obtained on a patient sample on the dimension exl with lm instrument. Quality control (qc) was within acceptable range prior to running the affected sample. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the instrument, replaced the integrated multisensor technology (imt) waste tubing, calibrated the instrument, and ran qc and a precision study, which recovered acceptably. The cause of the falsely elevated k result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer reported that a falsely elevated potassium (k) result was obtained on a patient sample on the dimension exl with lm instrument. The erroneous result was not reported to the physician(s). The sample was repeated on an alternate dimension exl 200 instrument. The repeat result recovered lower than the erroneous result. The repeat result was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated k result.